Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify pump error alarms due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a watchdog time error and iop test failure. The customer's blood glucose level was unknown. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump passed the self test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.